Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump battery. Customer changed the wall adapter and battery was charged. Customer's blood glucose was within range (value not provided).